Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to the patient having a bicuspid aortic valve. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then deployed and subsequently recaptured 7 times due to the valve moving ventricular as the valve was being deployed. After the 7th recapture, the dcs was removed from the patient's body and a second non-medtronic (edwards) valve was prepared. The second valve was then successfully implanted. Per the physician, the patient's bicuspid aortic valve contributed to the valve dislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a ; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.